Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Field service engineer (fse) was informed that the issue had not been reproduced. Fse instructed to make sure the customer was holding onto the instrument carriage while putting the energy cord onto the instrument to ensure they were not pushing in the instrument by mistake. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) has not received the product for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the instrument installed on universal surgical manipulator (usm3) advanced down the insertion axis about three inches after plugging in the monopolar energy cable. The customer stated that this was ongoing issue. Reportedly, after executing a guided tool change, the instrument's led turned blue, and then the customer installed the monopolar instrument cable. That was when the instrument moved. The customer confirmed they did not apply an abnormal amount of force pushing down on the instrument when plugging in the monopolar energy cable. The system logs reflected no related errors. There were no reports of patient injury.